Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impendence measurements. The patient was referred to contact their clinic. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).